Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 9735821r; product type: 2543-mnav - system brand name ; product ID: 9735843; product type: 2543-mnav - system h3: the system was serviced in the field and the power over ethernet (poe) injector was replaced. Codes b01, c04, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when setting up the system, the medtronic representative (rep) noticed a localizer faulted message and the camera had an amber light. When opening the network device interface (ndi) toolbox the system control unit (scu) and positioning sensor unit (psu) were not listed, only showing the firmware and key packages. In the bottom left of the window, it mentioned searching for a connection but was not able to establish. They swapped main carts and confirmed the error followed the camera cart. No patient was present. Troubleshooting information was provided. Technical services (ts) had the rep open the camera cart. The rep confirmed a green light on top of power over ethernet (poe) injector, but no lights on the oring port for the poe injector ethernet connection. Ts had the rep reseat the ethernet cable connecting the oring and poe injector with no change. The rep changed to a known working oring port with no change. The rep then grabbed a known working ethernet cable and connected the oring/poe with no success. Ts suspected the cause of the issue was a bad port on the poe injector. The rep later called to report that replacing the poe fixed that issue but that the camera had a red status. They said the camera did not appear in the ndi toolbox. Ts suggested to check to see if the camera percentage for the camera cart appeared in self-test, but the rep couldn't confirm. They said the system was in the hospital's basement with no reception.

Manufacturer narrative:
H3: analysis was performed for product 9735821r, lot number p900808. The analysis concluded that the returned psu has nicks and scratches on the housing and lenses. A check of the event log showed a bump detected oct 2024. Otherwise, the psu passed an accuracy test (aak) at .087mm with a passing threshold of .250mm. The bump sensor was cleared. The psu was now fully functional but with deep nicks and scratches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 - additional information reported in section e. H3/h6 - evaluation of the returned poe injector 9735798 lot# 19b006255drc13 found no fault with the component. Codes b01, c19, d15 a pply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: -, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex g codes were reported. G05001 corresponds to concomitant product 9735821r that comprises the reported event. G02004 corresponds to concomitant product 9735843 that comprises the reported event. G0200703 corresponds to concomitant product 9735798 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.